Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported false positive sofia sars result for 1 symptomatic patient. Unknown if the result was confirmed. Confirmation method(s) not provided.